Manufacturer narrative:
This report is to follow up with (B)(4). Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering confirmed that the gel was separating from the ring. The gelseal cap was leak tested and leakage was able to be replicated. Previous testing has shown that if the gelseal cap is not kept lubricated throughout the procedure, the gel can become tacky after repeated hand insertion and removal which can potentially cause the gel to separate from the ring. The instructions for use (IFU) instructs the user to "apply sterile lubricant to the back of the glove hand, and then to the gelseal cap" and "to keep gelseal cap lubricated, apply a 50/50 mixture of sterile saline and lubricant to the gelseal cap." All gelport units are inspected 100% during the manufacturing process. This document represents our final report.

Event description:
Laparoscopic assisted total abdominal colectomy with ileorectal anastomosis - "the gelport came apart between the gel and the cap, disrupting insufflation of the abdomen. The device was take out and off the field, and replaced with another one." Patient status - "discharged to home in good condition."

Manufacturer narrative:
This report is to follow up with medwatch# (B)(4). Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.